Event description:
New information indicated that the patient was in stable condition during and post procedure. A chest x-ray performed post procedure revealed no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high thresholds and diminished p wave measurements. A chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced. No patient symptoms were reported. No further information was available.